Event description:
A malfunction on the pump was reported by the caller, who noted no significant events leading up to the malfunction. Despite the issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reset the pump and resumed insulin delivery independently before contacting support. Technical support provided additional guidance on resetting the pump and advised the customer to report any recurring malfunction codes.